Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 20-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure method 2 implants and another broken at 2 third") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1826 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1826 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.